Event description:
It was reported that during use on a patient, the display in the cardiosave intra-aortic balloon pump (iabp) would not turn on and has a loud audible alarm. There was no patient harm or injure and there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and upon system boot up, no power up fault code appeared. Iabp was exercised on a iab catheter. The stm was unable to duplicate any failure. During check of system logs, a critical communication failure with the power management board was revealed. Several "fault code # 139 - pmb communication failure" were logged. In the interest of patient safety, the power management board was replaced. The stm reported that since power management pcb 0670-00-0767 (non-rohs) has been discontinued. The iabp was replaced with a power management pcb 0670-00-1162 (rohs). The stm then reset all connections between power management pcb, executive processor and backplane board. Subsequently, the stm completed the system check out performed with full calibration, functional testing and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the display in the cardiosave intra-aortic balloon pump (iabp) would not turn on and has a loud audible alarm. There was no patient harm or injure and there was no adverse event reported.